Manufacturer narrative:
Added manufacture date.

Manufacturer narrative:
A non-sterile enterprise was received inside of a plastic bag. The stent was received deployed. The introducer tube was inspected and no damages were noted on it. The stent and delivery wire were inspected under vision system; no damages were noted on them. The functional analysis could not be performed because the stent was received deployed and it is necessary that the stent is still inside of the introducer tube to perform the functional analysis. The failure reported by the customer that the device was impeded could not be evaluated because the stent was received deployed from the deliver wire. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
The device is expected for return but has not yet been returned. No conclusions are made at this time. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. (B)(4).

Event description:
The enterprise stent (enf452812/10437030) was stuck in prowler select plus microcatheter (details unknown.) The physician used another same size enterprise stent (details unknown). The procedure was successfully done. At the time of initial contact the device was available for return.